Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of over 500 mg/dl. The customer had not reported symptoms and was treated . The customer treated with changed the set, bolus, drinking water. Customer's blood glucose value was 500 mg/dl at the time of the incident. Customer's current blood glucose value was 106 mg/dl. Customer stated that they went to bed at 105 mg/dl and when got up was over 400 mg/dl and then couple hours later after changing infusion set it was up over 500 mg/dl. Troubleshooting was performed. The customer had visited to emergency room and was hospitalized on (B)(6) 2017 at 2:30 pm. The blood glucose value when admitted to hospital was 460 mg/dl. The customer cause of hospitalization per healthcare professional's was hyperglycemia. The customer outcome of the hospitalization was coming down and was okay to go home. Customer was not wearing the pump at time of hospitalization but the was reported as the customer was off the for less than 48 hrs. Customer stated that they had hard time with her blood glucose and was not sure if it was the infusion set or the pump. The drive support cap appears normal (slightly indented). There were no leaks or air bubbles. Customer reports basal rates are programmed accurately. Customer was explained about the 2 high blood glucose rule. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. Customer reports about the button error and battery out limit. The product is expected to be returned for analysis.

Manufacturer narrative:
The insulin pump passed functional testing's including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. Drive support disk was inspected and no anomaly was noted. The device passed the displacement accuracy test. The device was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Pump was received with intermittent all the buttons response due to flattened all the buttons dome switch. No moisture damage on keypad traces noted. The keypad connector was fully locked. The device was received with cracked case at display window corner, minor scratched lcd window, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.